Manufacturer narrative:
Concomitant medical product: 439888 lead, implanted: (B)(6) 2020; 507652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant it was found that the right ventricular (rv) lead had dislodged. The lead remains in use and a lead revision is planned. No patient complications have been reported as a result of this event.